Event description:
On (B)(6) 2012, customer reported that the cx5 delta instrument generated false high sodium (na), carbon dioxide (co2) and/or calcium (calc) results on 3 patient samples. Results were not reported out of the lab. The samples were run on the cx9 instrument in the lab, and those results reported. Customer did not provide quality control (qc) data, but stated that qc prior to, and after the event, was within lab-established ranges with no outliers. Field service engineer (fse) evaluated the instrument and cleaned the flowcell, drain and electrolyte injection cup (eic) and replaced the na reference electrode. Fse also adjusted the fluid level in the reference damper. Fse verified instrument performance. This service resolved the issue.

Manufacturer narrative:
Evaluation results: fse cleaned the flowcell, drain and electrolyte injection cup (eic) and replaced the na reference electrode. Fse also adjusted the fluid level in the reference damper. (B)(4).